Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging a black mark on filter. There was no patient harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a black mark on filter. There was no patient harm or injury reported. B.5 on the previous report was incorrect, the correct description of the event is: the manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of black marks on the filters and that the device is making a loud vacuum noise. There is no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. The following sections were incorrect on the previous report: d1, d2, d4, g4, h9 and h6, investigation conclusion. The correct information is reflected in this report.